Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the pump was interrogated today (B)(6) 2018 and a motor stall was seen at the initial interrogation. The patient had an MRI on (B)(6) 2018 and at that time the pump was not interrogated. Per the logs the pump stalled on (B)(6) 2018 at 14:14 with a with a stopped pump period may exceed tube set message on (B)(6) 2018 at 14:14. The motor stall recovery logged on (B)(6) 2018 at 18:24 after the pump was interrogated twice. No pump alarms were heard, and the patient had no symptoms. The issue was considered resolved and no further complications were reported or anticipated.